Event description:
The following description of the event was copied from a carefusion warranty claim form submitted by the distributor in the (B)(6) on behalf of the user facility in (B)(6). "When new main board is installed in the ventilator, ventilator giving ventinop alarm".

Manufacturer narrative:
Neither the user facility in (B)(6) nor the distributor in (B)(6) submitted a user facility/importer report to the manufacturer. (B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in (B)(6) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return good authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty main pcba for evaluation. As of the (B)(6) 2015 the alleged faulty main pcba has not been received. Should the alleged faulty main pcba be received and evaluated, a follow-up medwatch report will be submitted.